Event description:
The customer's spouse called because, she received a safety notification letter. She then stated that the customer recently passed away. The customer had been having trouble with his blood glucose levels due to health conditions, and was found unconscious. The paramedics were called, and the customer was taken to the hospital, where his blood glucose read 600 mg/dl. It was stated that the customer experienced heart and kidney failure, fluid in his lungs as well as pneumonia in both lungs. It was stated that diabetes contributed to the heart failure due to being diabetic for 50 years, and the high blood glucose levels were due to the pneumonia. The customer was told by the hospital that the site was bad when the insulin pump was removed. However, it was stated that the insulin pump was working fine. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.